Manufacturer narrative:
G4:10mar2021. B4:13mar2021. The device was evaluated by a philips authorized service personnel (asp) who confirmed the front bezel required replacement. The asp replaced the front bezel and performed functional testing. The device successfully passed testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 08mar2021.

Event description:
It was reported to philips that the device had a navigation ring that was not working. The device was not in clinical use at the time of the event. There was no report of patient or user harm. This issue was found during testing. The device was evaluated by a philips authorized service personnel (asp) who confirmed the front bezel required replacement.